Event description:
During a normal end of life ipg replacement, intra op impedance check showed high impedances on all the contacts of the lead. As such, it was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op. Information indicates the reported lead is a trial lead that was used as a permanent implant.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the lead found a cam impression, consistent with the use of a swift-lock anchor, and a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as the patient did not report any falls, accidents or trauma prior to the reported event. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.